Event description:
It was reported that the patient's ins was to be replaced. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)